Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
I've had pieces left inside me- vagina [foreign body in reproductive tract] come apart- tampons [device breakage] come apart as you try to throw it away and pull it out to the point I've had pieces left inside me [complication of device removal] case narrative: consumer reported via e-mail that the tampons come apart during removal. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
I've had pieces left inside me- vagina [foreign body in reproductive tract]. Come apart- tampons [device breakage] . Come apart as you try to throw it away and pull it out to the point I've had pieces left inside me [complication of device removal] . Case narrative: consumer reported via e-mail that the tampons come apart during removal. No serious injury reported.